Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient's right eye experienced blurry vision, with the best corrected visual acuity value was more than two lines, after surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The logfile shows four successfully performed treatments on that day. The reported treatment could be identified in the logfile. The user performed an energy check. The measured energy was stable. During the preparation of the treatment the warning message ¿patient bed position undefined. Check bed position and selected eye.¿ appeared. It is not possible to see whether user corrected patient bed position or not in logfile. The logfile shows that the reported treatment was performed successfully. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).